Event description:
It was reported that during an otologic surgery it was discovered that the motor device had a ripped cord and a wobbling burr. It is unknown if there was a delay to the planned surgical procedure. A spare motor device and a spare burr device were available for use. It was unknown if injuries or medical intervention were reported.  Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and the customer reported condition of the burr was wobbling could not be confirmed. A visual assessment was performed which found that the hose was ripped. Therefore, the reported condition of ripped cord was confirmed. The assignable root cause was determined to be due to abuse/misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.